Event description:
Physician tried to cross stent through a 6f sheath and stent would not cross and became loose on balloon. Physician had to take stent out and use a different one. Disease state aneurysmal.

Manufacturer narrative:
A final report will be submitted upon the return of the device sample and the completed investigation.